Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while exposed to the sun at the beach. Reportedly, the customer placed the pump in the bag under an umbrella and the alarms continued to occur. Subsequently, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.